Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with total vaginal hysterectomy, transverse cystocele repair, enterocele repair, and repeat cystoscopy, due to uterovaginal pop, cystocele, sui, and recurrent sui. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure, and has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. No additional information was provided.